Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
On 6/9/2022, it was reported by a sales representative via email that an ar-3652ttsp fibertak rc suture anchor was not able to be fixed and was sliding freely through the anchor. Then, while implanting an ar-3652tsp fibertak rc suture anchor, blue, and an ar-3652sp fibertak rc suture anchor, white and black, both pulled out of implantation site. This was discovered during an rcr procedure on (B)(6) 2022. Additional information requested. When the fibertak rc suture anchor was not able to be fixed, surgeon cut out the sutures and removed the anchor. A 4.75 swivelock was opened and used successfully. When ar-3652tsp pulled out, surgeon completely removed it and used an ar-3652sp, however, this one too pulled out. Surgeon completely removed all remaining sutures and used another 4.75 swivelock to complete the case. Also, a speedbridge construct and additional cuffmend augmentation was used to complete the case. Nothing broke inside the patient.